Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: there were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No additional malfunctions were observed during investigation. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint was not able to be confirmed and replication is not applicable. The returned devices show surface wear consistent with implant, and explant. The returned screw has worn threads which are related to the screw's interaction with the nail. The nail also shows wear in the distal locking hole, consistent with the wear to the screw threads. Additionally, the returned helical blade is slightly worn consistent with a downward force to the blade on the medial side of the nail, causing interaction with the nail. No malfunctions were noted with the returned parts, and the wear/interaction between the parts is expected based on the implant, use, and explant of the devices. The following drawings were reviewed during investigation. 5.0mm locking screw - 04_005_516 rev f; ti cannulated tfna 130 deg - 04_037_042 rev e; ti tfna helical blade - 04_038_270 rev b. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. There is no allegation of device defect, malfunction, deficiency or surgical technique error associated with this complaint. A dcrm review will not be completed as it is outside of the scope of the dcrm. No definitive root cause was able to be determined. No malfunctions were observed with the returned products. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. It was 3 months ago. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an intertrochanteric hip fracture approximately 3 months ago and was implanted with a nail, blade and screw. The fracture did not heal (nonunion). On (B)(6) 2017, the hardware was removed (nail, blade and screw) all intact and was revised with a total hip implant. There was no surgical delay; procedure and patient outcome were successful. This report is for an unknown screw. This is report 3 of 3 for (B)(4).